Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a batch record review, and a search for similar complaints. Return material was not available. The issue was resolved with replacement of architect pre-trigger solution and performing several flushes. The patient result files provided confirm the customers observation. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no systemic issue or product deficiency was identified.

Manufacturer narrative:
This event was previously reported in manufacture report number 3005094123-2018-00071. After further evaluation, the suspect medical device in question was changed from the architect tsh assay, list number 07k62, to the architect i2000sr analyzer, list number 03m74-02. All further information will be documented under this manufacturer report number. An evaluation is in-process.

Event description:
The customer generated a falsely decreased architect tsh result. The customer provided the following results: sid: (B)(6) ((B)(6) 2018) initial 0.7687, retest: 0.1479. Retested on a second analyzer: 0.7562, retests: 0.7641 and ((B)(6) 2018) 0.7609. There was no adverse impact to patient management reported.